Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to customer's blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.